Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She removed her tampon and later that evening experienced cramping, a strong odor and discharge. After the pain increased, she checked and realized the other half of the tampon remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
The device history record was reviewed and no anomalies were noted during that time. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.